Event description:
It was initially reported that the patient experienced pain, redness, and warm to the touch at the implantable neurostimulator (ins) pocket site 2 weeks status post implantation. The patient was given ceftin (500 mg, q 12 hrs for 10 days). Fourteen days later, it was reported that the patient had recovered without sequelae with the resolved date of (B)(6) 2011 noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3093-28 lot# v641092, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was later reported the patient was given ceftin prophylactically. No further information was reported.